Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported difficulty of increased intraperitoneal volume (iipv)could not be determined. Review of the previous service record revealed no issues that may have contributed to the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a call to the home patient (hp), the hp reported overfilling all the time. The hp reported overfill symptoms that occurred (B)(6) ago during dwell. The hp stated he had four fill cycles with the largest prescribed fill volume (lpfv) being 2800 ml. The hp reported drain volumes ranging from 4200-4600 ml. The hp has not experienced overfill symptoms since a programming change (B)(6) ago. A swap was requested, however, the hp stated the homechoice is working fine and declined to swap the device. The hp's nurse (rn) stated she was unaware of this report. The rn clarified that the hp's lpfv has been 2600 ml; not 28000 ml as reported by the hp. The rn reviewed the hp's therapy data and did not see any drain volumes exceeding 4000 ml as reported by the hp. The rn did not request to have the device swapped. No additional information available.

Manufacturer narrative:
(B)(4). The customer declined to return the device for evaluation.